Manufacturer narrative:
A 55 cm optease inferior vena cava (ivc) filter opened incompletely and released incompletely at the time of implantation. It was removed "straight away" and replaced with a different optease filter to complete the procedure. The filter was indicated for deep vein thrombosis (dvt). Pre and post imaging was complete. The size of the vena cava was measured prior to deployment at about 29mm. There were no peri/post procedural complications. The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU and there was no difficulty experienced in prepping the device. The access site was the femoral vein; there was no calcification or tortuosity. There was no difficulty delivering the filter through the catheter sheath introducer (csi) or difficulty in pulling the csi back over the obturator. The csi that is included with the filter was used. The product was discarded at site; therefore, it will not be returned. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 18167010 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter ~ incomplete expansion¿ was not confirmed. According to the instructions for use (IFU), the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. During deployment, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. Review of the information provided suggests that procedural or handling factors may have contributed to the reported event. Neither the information available nor the phr review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 55 cm optease inferior vena cava (ivc) filter opened incompletely and released incompletely at the time of implantation. It was removed "straight away" and replaced with a new unknown filter to complete the procedure. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.